Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion with a lot of calcium was located in the profunda/femoral artery. A 4mm x 40mm x 145cm coyote¿ es balloon catheter was advanced for dilatation. However, the balloon ruptured and a part of the balloon came off and remained in the vessel. Subsequently, a stent was deployed and the procedure was completed. No patient complications were reported and the patient's status was fine.